Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the device had a fractured jaw. The defect was discovered during an operation on a pt. No pt injury reported.